Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. In response to FDA report number mw5085364. Information contained in this report was previously submitted through psr on 23/apr/2018 and 23/jul12018 a review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture, baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: orange/white particles material was found on the gel, fold creases and three openings in the anterior. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: more than three openings striated assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture.

Event description:
Healthcare professional reported a right side rupture. Patient reported a capsular contracture, baker grade unknown. Device has been explanted.